Event description:
Pt's meter was reported to give low readings. While troubleshooting, the meter was shutting off prematurely. This issue was not resolved with troubleshooting. Pt had received a low reading of 40 mg/dl. They were comparing that result to another meter with a result of 160 mg/dl---invalid comparison. There is no adverse event reported. Pt consulted with their dr, but no treatment given.